Manufacturer narrative:
The previous event of short to shield with unsuccessful driveline repair was reported in MFR report #2916596-2017-03377. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a known short to shield driveline (dl) fault and underwent a percutaneous dl repair that failed to repair the short to shield. The patient opted against a pump exchange and has been on an ungrounded cable and batteries since. While using the toilet the patient had lvad alarms and felt dizzy, and interrogation revealed driveline disconnect alarms. It seems that he may have another wire that has deteriorated. A log file review was requested. The data showed low speed operations and pump stops. This appears to be occurring while the patient is connected to batteries. This is a phase to phase short. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. The x-rays were unremarkable. Additional information reported the patient was still in the hospital as of (B)(6) 2021 but experienced no more pump stoppages even with getting in and out of the bed and using the bathroom. The plan for him is to go home with more nursing services but no pump exchange or any intervention of any kind. Patient has a living will in place that states he is not to be resuscitated or intubated. The plan was to discharge the patient (B)(6) 2021 or (B)(6) 2021 to home.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low speed and pump stoppage events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained identical data from (B)(6) 2021. The log file captured low speed operation events and pump stoppages on (B)(6) 2021. The log file recorded low speed alarms, a low flow alarm, and a driveline disconnect alarm during this abnormal pump operation. Of note, with system controller software version 7.23, issues with the driveline can result in false driveline disconnect alarms. The pump regained speed between these events and after the final event for the remaining duration of the log file. The patient was operating on 14v external batteries during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue resulting from a phase-to-phase short. The account reported that the patient experienced pump stoppages. The patient reportedly had a known short-to-shield and had been on an ungrounded patient cable and external batteries as a result. The patient reportedly was not an exchange candidate. The patient reportedly had not experienced any further pump stoppages while getting in and out of bed. The patient was discharged home and listed as do not resuscitate (dnr). The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 09nov2015. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.